Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted. Additionally, the physician reported a right side deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack on valve seat diaphragm valve and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack on valve seat diaphragm valve, crease fold and delamination of the diapherm flange disk. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure).

Event description:
The device has been explanted.